Manufacturer narrative:
(B)(4). A report was reviewed by ts which confirmed that the device's smartpass was on at the clinic follow up on (B)(6) 2017. Additionally smartpass had been on since the last follow up on (B)(6) 2016. The primary 2x sense vector showed that the r-waves were predominantly positive and approximately 0.6 mv. The secondary 2x sense vector had r-waves that were predominantly negative, notched and approximately .9 mv. The baseline was slightly noisy and sensing was appropriate. The alternate 2x sense vector had r-waves that were negative and were in1.5-2.0 mv range. The baseline was also slightly noisy and sensing was appropriate. Based on review of the captured secgs, the ts consultant would have selected an alternate sense vector. It had the largest r-waves and the r-waves are not notched or biphasic like the primary and secondary vectors. Boston scientific received information from the field clinical manager that no reprogramming of the device's smartpass was undertaken at the time of this patient's scheduled s-ICD check. The physician plans to continue monitoring the performance of the device. Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services in (B)(6) 2017. The hcp had documentation that smartpass feature on (B)(6) 2017 was on. Following an episode of t-wave oversensing in (B)(6) 2017, the device's smartpass feature was off. An analysis of stored data by in-house engineering found that smartpass had been disabled on (B)(6) 2017. The patient has been scheduled for an in-clinic follow-up. The device's smartpass feature will be enabled. The technical service's consultant agreed with the local representative's assessment that an alternate sense vector appears to be a better selection. The local representative discussed this most current inappropriate shock delivery. The physician was considering reprogramming the sense vector to alternate. The technical service's consultant recommended that the physician should consider another defibrillation threshold test. A review of an x-ray by the local representative suggested that the device may be slightly anterior. The technical service's consultant felt that t-wave oversensing was the primary issue with the (B)(6) event and not electrogram noise. Reprogramming to an alternate sense vector may help mitigate this oversensing issue. The local representative was informed that device movement is less likely to cause t-wave oversensing issues. Defibrillation threshold testing was successfully performed with an alternate sense vector. There were no patient adverse effects as a result of the inappropriate shock or defibrillation threshold testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient was being seen in-clinic for follow-up. The local representative obtained an s-ECG snapshots with the patient in a seated position, while standing up and while performing exercises. The local representative reported that the device originally selected an alternate sense vector. The local representative commented that a secondary sense vector was manually selected at the time of dft testing due to sensing issues. Ts was less concerned with the "." Detects as the device was sensing the rhythm but just didn't match the template. Ts suggested programming the gain to 1x. Boston scientific received information in (B)(6) 2017, that this field clinical representative (fcr) was enroute to the clinic to reprogram the device's smartpass feature back on. The following information concerning dft testing at the time of the implant procedure was provided to ts. "After confirming adequate sedation, defibrillation threshold testing was performed. Vf was induced with a 50hz stimulation between the shock coil and pulse generator. In the alternative configuration chosen by the device, vf was detected but with drop-out of signals resulting in underdetection. At 21 seconds, an external rescue shock was delivered at 360j with conversion to sinus rhythm. Notably, the s-ICD was about to deliver a shock before the rescue shock was given. The patient remained hemodynamically stable, and after a 5 minutes waiting period dft testing was again performed. The device was reprogrammed to the secondary configuration and therapy was set to 70j with reverse polarity. Vf was induced and appropriate detection of vf was observed with no signal drop-out. A single 70 joules reverse polarity shock successfully converted the patient to sinus rhythm. Time to therapy was 13 seconds." Boston scientific received information that this clinic nurse contacted boston scientific's technical services to report that this patient received shock therapy on (B)(6) 2017. At the time of shock delivery, smartpass was disabled. The technical service's consultant reviewed the event. Electrogram noise was present at the onset and was mark by the device as noise. The patient's heart rate was in the 130-140 bpm range. Smartpass was disabled and the sense vector was secondary at 2x gain. At approximately the 36 second mark of the episode, t-wave oversensing occurred followed by inappropriate shock therapy. The impedance measurement following shock impedance was 59 ohms. At the (B)(6) 2017 follow-up, smartpass was noted to be disabled and was programmed back on. Smartpass became disabled again sometime between (B)(6). The technical service's consultant explained that smartpass disables if the sense signal is too small. The clinic nurse was planning to arrange to have the patient seen in-clinic for follow-up. The clinic nurse mentioned that at the time of the implant procedure, some undersensing of the induced arrhythmia was noted. An external shock successfully terminated the induced arrhythmia. Some programming changes to the sense vector were made at that time. The local representative was contacted and the event was discussed. Copies of the (B)(6) episodes along with the smartpass event and presenting s-ecgs were sent to the local representative for review. The local representative contacted technical services again. An automatic set-up was done and a secondary sense vector was chose by the device. When the patient's arms are raised, electrogram noise is seen in the primary and secondary sense vectors. The local representative was considering changing the sense vector to alternate.